Event description:
It was reported that the ventilator heated up and would not trigger a breath for the pt. It was also reported that when the ventilator was put on a test lung, the test lung just expanded and would not exhale. No pt harm reported.

Manufacturer narrative:
Na